Event description:
Co/2 continued to flow into abdomen causing over distention of abdomen. Abdominal pressure reading varied over a wide range and flow could only be stopped by shutting machine off manually. A laparoscopic cholecystectomy was originally started but the abdomen had to be opened and cholecystectomy had to be performed. Clincical engineering tested unit by connecting it to a 2 liter "artifical abdomen" (inflation bag) following instructions in the manufacturer operations manual. A mercury manometer was also conected to the inflatation bag.an external pressure of 60 mmhg was applied to the inflation bag. The manometer registered 60 mmhg. The solos pressure read out displayed 26 mmhg. The solos unit did not alarm (over pressure) nor did the over pressure relief valve functiondevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, invalid data. Results of evaluation: labeling - user instruction manual, alarm failure, fail-safe systems. Conclusion: device failure directly caused event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.